Manufacturer narrative:
(B)(4). Concomitant medical products: pt-106056, regen/rnglc+ multi 56mm sz 24, 392490, xl-156234, arcomxl 36mm rlc lnr +5mm sz24, 595510, 11-363666, 36mm cocr mod hd +12mm, 483180, 103533, ti low profile screw 6.5x30mm, 477410, 103533, ti low profile screw 6.5x30mm, 644270, 103532, ti low profile screw 6.5x25mm, 683510, 103534, ti low profile screw 6.5x35mm, 262980. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01880, 0001825034 - 2018 - 01881, 0001825034 - 2018 - 01882, 0001825034 - 2018 - 01883, 0001825034 - 2018 - 01884, 0001825034 - 2018 - 01885. Product location unknown.

Event description:
It was reported that a patient underwent a stage I revision procedure due to infection. Subsequently, the patient underwent a stage ii re- implantation procedure due to a periprosthetic fracture. It is unknown when the fracture happened. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed by review of operative notes and x-rays. Medical records state: the patient had a 6 weeks post left hip revision follow up. The x-ray shows excellent position and no subsidence or fracture for all implants. The patient had a 4 month follow up. The patient had pain. Physical exam shows excellent rom of the hip without pain. X-ray shows cup migration, ischial fracture and pelvic dissociation. The patient had a 5 month follow up. Physical exam shows hip range of motion to about 90 degrees of flexion with 20 degrees of internal rotation and 30 degrees of external rotation however all of these cause the patient some pain. X-ray shows pelvic discontinuity and increased cup loosening and some superior lateral displacement of the components. 2nd stage revision op notes show the surgeon used legacy zimmer cup and cup cage, screws. Stryker metal liner was cemented in the cup. Legacy biomet dual mobility liner and head was implanted. Arcos modular revision stem was implanted. X-ray review states: intra-stage x-ray shows antibiotic spacer involving the left femoral head and femoral neck. Question fracture involving the superior aspect of the medial wall of the acetabulum. Screw fragment within the left ischium. Small metallic fragment within the left supra-acetabular region. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had a previous revision on left hip. At the 4 month follow up, the patient had pain. X-ray shows cup migration, ischial fracture and pelvic dissociation. At 5 month follow up, x-ray shows pelvic discontinuity and increased cup loosening and some superior lateral displacement of the components. The patient underwent a 2-stage revision due to infection, bone fracture, and cup loosening. The 1st stage revision happened on an unknown date. During the revision, all components were removed, spacer was put in. Legacy zimmer cup and cup cage, screws was implanted; stryker metal liner was cemented in the cup; legacy biomet dual mobility liner and head, and arcos modular revision stem was implanted during the 2nd stage re-implantation procedure.